Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bactermia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. A spectranetics 11f tightrail dilator sheath and a spectranetics 12f glidelight laser sheath were used to extract the leads. The ra lead was removed; however, during removal of the rv lead, a perforation occurred and rescue efforts began, including sternotomy. The perforation was repaired, and the patient survived the procedure. This report captures the lld ez within the rv lead, providing traction when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was discarded, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.